Event description:
Suture broke during coronary artery bypass graft syrgery. There is no reproted adverse event related to this incident. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident couild recur.